Manufacturer narrative:
(B)(4). The device has been received by baxter; however, the evaluation has not been completed. A follow-up report will be submitted upon completion of the device evaluation, or if any additional information is received.

Manufacturer narrative:
(B)(4). The device was returned and evaluated by the product analysis lab. The device was determined to meet functional and electrical performance specification requirements per homechoice return instrument test / evaluation (rite) testing. The pal evaluated the device and no failure or malfunction was identified that could have caused or contributed to the reported difficulty or the iipv found in the device logs. The cause of the increased intra-peritoneal volume (iipv) identified in the device log was determined to be insufficient drain , false empty detect at initial drain. A service history review revealed no previous service events were related to the reported condition. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through ((B)(4)).

Event description:
During initial assessment of a returned homechoice machine, a baxter technician found an increased intra-peritoneal volume (iipv) that was identified in patient therapy log on (B)(6) 2011 with a drain volume 4139 ml during cycle 1. There has been no patient injury or medical intervention reported.